Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-06604 and 0001822565-2019-00388. This follow-up report is being submitted to relay additional information. Medical product: unknown palacos bone cement, catalog #: unk, lot #: unk unknown nexgen tibial tray, catalog #: unk, lot #: unk unknown nexgen articular surface, catalog #: unk, lot #: unk customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown nexgen femoral component, catalog #: unk, lot #: unk. Unknown nexgen tibial tray, catalog #: unk, lot #: unk. Unknown nexgen articular surface, catalog #: unk, lot #: unk. Report source foreign: event occurred in (B)(6). It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent left total knee arthroplasty. Subsequently, patient was revised due to femoral component loosening.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.